Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding, bleeding so heavily') and tooth loss ('tooth loss/ no teeth at all') in a 35-year-old female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental caries. In october 2013, the patient had essure (ess205) inserted. In october 2013, the patient experienced pelvic pain ("chronic pain"), fatigue ("chronic fatigue") and abdominal pain ("abdominal pain"). In november 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced tooth loss (seriousness criterion medically significant). In january 2017, the patient was found to have weight increased ("weight gain/ gained more than 50 pounds"). In february 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent tooth extraction ("got essure and all teeth were bad, tooth extraction") and experienced madarosis ("lost a lot of hair including my eyebrows and eyelashes") and abdominal distension ("bloated stomach"). The patient was treated with surgery (d and c and tooth extraction). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, tooth loss, pelvic pain, weight increased, fatigue and alopecia had not resolved, the tooth extraction, madarosis and abdominal distension outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, heavy menstrual bleeding, madarosis, pelvic pain, tooth extraction, tooth loss and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product name, its given as essure (ess205) with start date (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: upon internal review this report was detected to be a duplicate to records # us-bayer-(B)(4) and us-bayer-(B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # us-bayer-(B)(4) which will be retained. New: reporters added: mother in law, consumer via social media. Event added: tooth disorder with treatment: tooth extraction based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and tooth loss ('tooth loss/ no teeth at all') in a (B)(6)year-old female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental caries. In 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), pelvic pain ("chronic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth loss (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/ gained more than 50 pounds"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/ lost a lot of hair including my eyebrows and eyelashes"). On an unknown date, the patient experienced abdominal distension ("bloated stomach"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, tooth loss, weight increased, fatigue, alopecia and pelvic pain had not resolved, the abdominal pain was resolving and the abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, heavy menstrual bleeding, pelvic pain, tooth loss and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product name, its given as essure (ess205) with start date (B)(6) 2013. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and tooth loss ('tooth loss/ no teeth at all') in a 35-year-old female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental caries. In (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), pelvic pain ("chronic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth loss (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/ gained more than 50 pounds"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal distension ("bloated stomach") and madarosis ("lost a lot of hair including my eyebrows and eyelashes"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, tooth loss, weight increased, fatigue, alopecia and pelvic pain had not resolved, the abdominal pain was resolving and the abdominal distension and madarosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, heavy menstrual bleeding, madarosis, pelvic pain, tooth loss and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product name, its given as essure (ess205) with start date (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available amendment: the report was amended for the following reason: significant amendment done. Reported term "hair loss/ lost a lot of hair including my eyebrows and eyelashes" was splitted and separate event added for "lost a lot of hair including my eyebrows and eyelashes". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding') and tooth loss ('tooth loss/ no teeth at all') in a 35-year-old female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included dental caries. In (B)(6) 2013, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), pelvic pain ("chronic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced tooth loss (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have weight increased ("weight gain/ gained more than 50 pounds"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal distension ("bloated stomach") and madarosis ("lost a lot of hair including my eyebrows and eyelashes"). The patient was treated with surgery (d and c). Essure (ess205) treatment was not changed. At the time of the report, the heavy menstrual bleeding, tooth loss, weight increased, fatigue, alopecia and pelvic pain had not resolved, the abdominal pain was resolving and the abdominal distension and madarosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, heavy menstrual bleeding, madarosis, pelvic pain, tooth loss and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in product name, its given as essure (ess205) with start date (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.